Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed low battery alarm and battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and battery power loss alarm due to j6 connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit was received with faded serial number label and broken off the belt clip rails. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. It was reported that serial number of insulin pump worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.